Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the power supply did not work .the customer reported there was no patient involvement.